Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. The customer¿s blood glucose ranged between 110-120(mg/dl). A replacement cable was sent to the customer.